Manufacturer narrative:
(B)(4). Date of follow-up report : 07/06/2015. The investigation of the returned equipment did not identify anything that would have caused or contributed to the device jaws not opening during use. The damage to the jaw wire insulation is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device. There is nothing known in the manufacturing process that would cause this type of peeling damage. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient.

Event description:
The customer later reported that the device was not on tissue when it would no longer open during the procedure. The device was returned for evaluation and initial inspection discovered that a portion of the jaw wire was damaged and missing. No further information was available from the site.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device locked on tissue and would not open during use. It is unknown how the device was opened and whether it was on tissue at the time or not. No additional details made available by the site. No patient injury reported.